Event description:
It was reported that a patient requested assistance switching stimulation settings from Group A to Group B. The patient reported that the left-sided tremor was under control but the right-sided tremor was not under control, both sides had been ¿sort of spastic,¿ and it had been very difficult to eat anything at all, although the patient reported having one hand that was strong and able to lift things. The patient also reported involuntary shoulder rolls while on Group A and stated that after changing to Group B the shoulder rolls were not present all the time. The patient reported feeling a little headachy after activating Group B but then said  they had been having headaches prior to the change. Patient shared unrelated history of neck arthritis and stated the headaches might not be associated with switching groups. The patient was successfully walked through changing to Group B and was redirected to their physician, with plans to try Groups C and D and follow up with the physician in approximately six weeks. Revision in March was mentioned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.